Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of an amia automated pd cycler set without an alarm during peritoneal dialysis therapy. This event occurred during dwell while the patient was connected. The patient ended the therapy and removed the supplies. The patient stated that they noticed fluid on the table but did not see any leaks from the bags. The renal therapy service agent advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) replaces the previously reported (B)(4). It was reported that an unspecified max air exceeds alarm occurred on an amia automated pd cycler set during peritoneal dialysis therapy. Replaces the previously reported: ¿it was reported that air was noticed in the patient line of an amia automated pd cycler set without an alarm during peritoneal dialysis therapy.¿